Manufacturer narrative:
Based upon the clinical assessment, the reported type ib endoleak was confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: the bilateral iliac arteries appeared moderately calcified, and tortuous with marginally acceptable diameters; these conditions might have contributed to the event. Cautionary product use conditions that might have contributed to this event include patent lumbar arteries; and, the inability to tolerate contrasted surveillance. Patient factors that might have contributed to this event included use of antiplatelet therapy (aspirin and plavix). However, the non exclusion of the type ib endoleak at the implant procedure most likely contributed to the subsequent event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain in the patient.

Event description:
The patient had an initial procedure on (B)(6) 2015 with a suprarenal aortic extension and a bifurcated. Reportedly, a possible leak was identified on a follow up computed tomography. At the time of the procedure on (B)(6) 2015 it was clarified as a distal endoleak. The patients left iliac limb undersized in the large common iliac artery. Therefore, the physician elected to treat the endoleak with a limb extension. The iliac sealed and the patient is doing well.